Event description:
Patient was in cath lab for right heart cath and heart biopsy. At the end of right heart cath, and just prior to proceeding with right ventricle biopsy, a long tubular foreign body was noted within the right ventricle under the fluoroscopy. A snare catheter was used to retrieve the foreign body without difficulty. The foreign body was inspected and appeared to be a fragment of a catheter. Unfortunately, the fragment was discarded. The fragment was believed to be from an earlier procedure while in the icc. Believed to be an arrow single lumen infusion catheter (slic). There was not a negative outcome to the patient and the cath procedure was performed three days later.